Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that loss of connection issues occurred between the transmitter and the pump. The customer declined to provide further information regarding this event. No additional patient or event information was available.